Event description:
A report was received that the patient had lost stimulation. Through troubleshooting, it was confirmed that the patient's lead was exhibiting 4 high impedence contacts. The patient underwent a revision and the leads were replaced. During the revision, the physician also replaced the patient's ipg; it was working properly prior to the replacement. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.